Event description:
It was reported three weeks prior to report the patient¿s stimulator was not working. It was stated the healthcare provider did an x-ray and determined the patient¿s ¿lead flipped out.¿ it was noted the patient had a lead revision the day prior to report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va01pde, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the leads were off before, however, now they were fine.